Event description:
A customer reported a cartridge alarm 20 with their device. Their blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. The customer was unable to fill and load a new cartridge to resolve the issue.